Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. As rec'd, the electrode belt was found to have two shorted components. The transient voltage suppressor (component v2) located on the electrode belt's ECG pca board was shorted, causing the -5v line to be pulled to ground. Additionally, u1 was also shorted. The root cause of the shorted components cannot be positively identified but was likely random component failure. No adverse event resulted from the shorted components. The pt rec'd a replacement electrode belt.

Event description:
The nurse of an (B)(6) male pt contacted zoll customer support to report that pt's monitor is continuously alarming to "check belt." The pt was provided with a replacement electrode belt.